Event description:
Information was received indicating that during testing, a smiths medical level 1 hotline low flow system was leaking from the reservoir. No patient was involved in this event. No adverse effects were reported.